Event description:
Customer reported: during pre testing, the pilot balloon was not able to hold air. The customer reported they were using a 20 cc syringe, and were following the directions for use procedure when pre testing the tube. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.